Manufacturer narrative:
(B)(4). Physio-control provided the customer with a replacement device. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device failed to complete the boot-up cycle when preparing it for use on a patient. The customer advised that they pressed the on button and the display flashed, but the unit did not power on. No further details about the patient or the event were provided.

Manufacturer narrative:
Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio observed proper device operation through functional and performance testing. The cause of the reported issue could not be determined.UDI = (B)(4).